Event description:
Per the customer, the device's tip was bent during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Corrected data: d3, d5, g1, and h4. D9 and h6 coding has been updated to reflect investigation conclusion.

Event description:
Per the customer, the device's tip was bent during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.